Manufacturer narrative:
The reported event occurred sometime in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3 port anesthesia manifold would not allow flow of medication. The manifold was used with a non-baxter pump. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.